Manufacturer narrative:
The date of event was approximated as (B)(6) 2017. It was reported that the patient had signs and symptoms approximately 2 weeks prior to admission. Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 1 year 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted due to gastrointestinal (gi) bleeding. The patient presented after experiencing 2 weeks of melena and symptoms of fatigue. It was reported that a nuclear medicine bleeding scan was abnormal, but that no bleeding sites were found on angiogram. The source of the bleed was suspected to be the small bowel. The patient¿s anticoagulation was held. Treatment included protonix drip and octreotide sq. On (B)(6) 2017, the gi bleed was reported to have resolved. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.